Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), pelvic adhesions ("adhesions") and autoimmune disorder ("autoimmune disorder") in a 41-year-old patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), incontinence ("incontinence"), headache ("headache"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2011) and surgery (adhesiolysis during salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pelvic adhesions, autoimmune disorder, back pain, incontinence, headache, fatigue, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dyspareunia, fatigue, headache, incontinence, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2011: diagnosis: uterus and cervix, resection: ¿ secretory endometrium- -leiomyoma, measuring 2,o cm in greatest dimension -serosal adhesions with foreign body multinucleated giant cell react! N ¿ unremarkable cervix on (B)(6) 2016: procedure: 1. Diagnostic laparoscopy. 2. Laparoscopic adhesiolysis 3. Laparoscopic bilateral salpingectomy. Operative finding: diagnostic laparoscopy demonstrated normal ovaries bilaterally, normal portions of fallopian tubes bilaterally. There were several adhesions between the large bowel and left lateral portion of the vaginal cuff which were lysed during the procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dyspareunia, pelvic pain, pelvic adhesion, incontinence. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: adhesions added. Previous event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). Reporters, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), pelvic adhesions ("adhesions") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, asthma, anxiety disorder, fibromyalgia and hypothyroidism. Concomitant products included amitriptyline, carisoprodol (soma), levothyroxine sodium (synthroid), lisdexamfetamine mesilate (vyvanse) and lorazepam (ativan). On(B)(6)2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and uti") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder and uti"). In february 2009, the patient had essure inserted. In march 2009, the patient experienced mood altered ("hormonal changes describe: moodiness") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced headache ("headache") and migraine ("migraines"). In may 2011, the patient experienced dyspareunia ("painful intercourse/ dyspereunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced weight decreased ("weight loss"). On (B)(6)2016, the patient experienced pelvic adhesions (seriousness criterion medically significant) and urinary incontinence ("urinary incontinence had got worse since essure had been taken out"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and thyroid disorder ("thyroid issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) & bilateral salpingectomy on (B)(6)2016), surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2011), surgery (total hysterectomy (uterus and cervix removed) on (B)(6)2011) and surgery (adhesiolysis during salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pelvic adhesions, autoimmune disorder, back pain, headache, fatigue, dyspareunia, depression, anxiety, mood altered, cystitis, urinary tract infection, urinary incontinence, migraine, dysmenorrhoea, weight decreased and thyroid disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, thyroid disorder, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion on (B)(6)2011: diagnosis: uterus and cervix, resection: ¿ secretory endometrium- -leiomyoma, measuring 2,o cm in greatest dimension -serosal adhesions with foreign body multinucleated giant cell react! N ¿ unremarkable cervix on (B)(6)2016: procedure: 1. Diagnostic laparoscopy. 2. Laparoscopic adhesiolysis 3. Laparoscopic bilateral salpingectomy. Operative finding: diagnostic laparoscopy demonstrated normal ovaries bilaterally, normal portions of fallopian tubes bilaterally. There were several adhesions between the large bowel and left lateral portion of the vaginal cuff which were lysed during the procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dyspareunia, pelvic pain, pelvic adhesion, incontinence. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Plaintiff demography, medical history and concomitant medications added. Essure explant date updated. New events: moodiness, infection (bladder/ urinary tract/vaginal) type: bladder and uti, thyroid issues, migraines , dysmenorrhea (cramping) and weight loss were added and incontinence updated to urinary incontinence had got worse since essure had been taken out. Event onset dates were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), incontinence ("incontinence"), headache ("headache"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, back pain, incontinence, headache, fatigue, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, incontinence and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.